Manufacturer narrative:
Further inspection of the returned device confirmed the customer¿s complaint as no signal was observed during the evaluation. The unit failed the leak test. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that the camera head cannot be recognized when plugged in. No further information was provided. The camera head was returned to (B)(4), for evaluation. The unit was found to have no image due to a broken cable. This report is being submitted to address the no image finding during evaluation. There was no patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the image did not display due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.